Event description:
It was reported that, during a tha, a offset inserter did not dissociate from an accolade2 stem after stem insertion. Therefore, a surgeon removed it with a hammer by necessity.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for identification or evaluation and no medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation.

Event description:
It was reported that, during a tha, a offset inserter did not dissociate from a accolade2 stem after stem insertion. Therefore, a surgeon removed it with a hammer by necessity.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.